Event description:
Hamilton medical ag received the following event description: the device is showing tf5507 intermittingly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Technical fault tf5507 was reported occurring on (B)(6) 2025, while mixer valve calibration was verified as acceptable and delivering correct o2 concentration. Logfile review confirms seven occurrences of tf5507 (tf_alrm_gcp_tf_mixer_valve_open) on the event date, along with multiple gcp-related watchdog and communication invisible technical faults (e.g., tf2801, tf2802, tf2803, tf2804, tf2402, tf2209), indicating instability within the gcp subsystem rather than a calibration deviation. Calibration entries for the o2 sensor and flow sensor were completed successfully, supporting that the issue is likely hardware-related. The fault pattern is consistent with an intermittent failure of the sensor board or associated gcp control circuitry. No patient involvement was reported. As a correction, a replacement sensor board was sent to the customer. No further complaints are registered for this device or this specific failure mode in the system, and the complaint will be closed accordingly. No further actions required at this time.